Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015 an inaccurate delivery issue occurred with the pump. The patient reportedly experienced a blood glucose (bg) value of 14mmol/l with moderate ketones. The patient reportedly experienced symptoms of dizziness, nausea, dry mouth and chest pain. It was noted that the patient did not require medical intervention. The patient reportedly treated the bg via correcting with a pen. Animas customer technical support (cts) reviewed the pump with the patient. There were no programming/settings issues noted with the pump. A review of the basal total daily dose history indicated that insulin delivery totals correctly reflected programmed values. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump history revealed the last bolus and basal delivery was on 04/24/2015. There were no errors, alarms or warnings (eaw) related to the complaint in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and returned cartridge cap were used to complete testing. There were no eaw¿s that occurred during testing. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.